Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt dropped controller on a tile floor right before christmas and ever since then when they try to use it, it "vibrates both sides and its not helping the pain". Pt had a back surgery and said they only needed to use stimulation "from time to time" and says stimulation didn't use to be on both sides until they dropped their controller. Dropping the controller and the stimulation problem may be unrelated, because pt says they had a fall on december 1st which could be more of the root cause of the stimulation issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt). It was reported that they had x-rays and MRI with their healthcare provider (hcp) which confirmed that implant and leads were fine. Patient reported they were still feeling intense pain and their controller screen "clicked on and off" since being dropped in (B)(6). Patient noted that the stimulation was turning on and off which they would notice when they would start to feel more intense pain. Patient mentioned the stimulation was not helping the neuropathy in their left toe. Patient mentioned they are scheduled for an appointment with their healthcare provider (hcp) and mdt rep this coming tuesday for possible reprogramming. Patient mentioned past reprogramming and stated it had not helped. Agent redirected caller to hcp to check implant and programming.a replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.